Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
The end user reports the unit will be repaired by a third party. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.